Manufacturer narrative:
The device was received fully deployed. During investigation, all attempts to download pod data were unsuccessful and all three battery voltages were measured to be lower than expected. No damages or defects were observed that would contribute to the insufficient battery voltages or data loss. The exact cause of the insufficient battery voltages and data loss could not be determined. As a result of the data loss, the presence of a hazard alarm could not be confirmed. During investigation, both the soft cannula and hard cannula were observed to be occluded with blood. No damages or defects were observed that would contribute to a blood occlusion. The exact cause of the observed blood occlusions could not be determined. It could not conclusively be determined if the observed blood occlusions contributed to the reported hazard alarm due to the observed data loss. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone 16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a clogged cannula. The device was originally reported for a communication alarm.